Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Photos of the revised articular surface were returned for review. Cold flow can be seen in the locations corresponding to the screw holes in the tibial breastplate. Damage to the locking tab was noted; however, it is unknown if this occurred in vivo or due to component removal. Backside wear on the component could not be confirmed due to the image quality. This device is used for treatment. Primary operative notes were not received. Office visit notes dated (B)(6) 2014 indicate that the patient was experiencing pain and swelling. The surgeon indicated a probable broken locking mechanism of the tibial component. Operative notes from the revision surgery indicate a significant polyethylene wear and minimal osteolysis with no loosening. The surgeon indicated that the articular surface was not grossly loose but there was significant movement and failure of the locking mechanism. The surgeon noted that the removed articular surface had significant backside wear. Per the gender solutions natural-knee flex system package insert fracture/damage of the prosthetic knee components or surrounding tissues and osteolysis due to wear debris are known risks of this procedure. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of product or further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Other device used: catalog # 00541401502, nk ii gsf non-porous femoral component, lot # 61047286. Revision surgical notes stated that there was significant polyethylene wear type of synovitis, and a synovectomy was performed. There was minimal osteolysis and no loosening. There was laxity due to the polyethylene wear and significant movement and failure of the locking mechanism which was evident by the amount of backside wear. The patient was revised with a thicker articular surface and the knee exhibited good tracking, full extension with no hyperextension and good stability. Review of the product information found that a size 2 nk flex femoral component was implanted with a size 00,0 nk flex ultracongruent articular surface). These components are incompatible and the use of them is considered off label use. Additionally, compatibility documentation is included in the package insert and it states: "correct implant size selection is important. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life." The insert also states fracture/damage of the prosthetic knee components or surrounding tissues as a potential adverse effect of the surgical procedure. The device history records for the tibial, femoral, and articular surface components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment.

Event description:
It is reported that the patient was revised due to pain, swelling, loosening and popping noise.